Event description:
It was reported that a device "never worked" since it was implanted. No further information was reported. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3998, lot # v010366, implanted: (B)(6) 2006, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2006, product type recharger; product ID 37742, serial # (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3708260, serial # (B)(4), implanted: (B)(6) 2006, product type extension. (B)(4).